Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with presyncope. The ventricular lead exhibited noise that was reproduced when the patient made slight movements. The lead also exhibited increased threshold and low impedance. The lead was explanted and replaced on (B)(6) 2015.